Manufacturer narrative:
Additional information: d9, h3 corrected information: h6 (annex b, c and d) and h11 (dfa and conclusion). H11: in addition to the previous investigation, a functional test of the returned device was conducted. Device failure analysis (dfa) review the complaint device was returned with only a small label from original packaging placed on a baggie. The balloon was leak tested, revealing a small crack in the blue (tubing) material near joint of the clear hub. Conclusion: based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The inflation valve appeared to have been damaged, but the source of the damage is unknown. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. As reported, a bakri tamponade balloon catheter was placed transvaginally to treat postpartum hemorrhage secondary to uterine atony. The device was placed immediately after delivery and was not inspected or tested prior to use. The device was handled with or near metal instruments that may have damaged the balloon. The balloon was filled with 500ml of saline and a leak was found at the junction of the syringe and the connector. Another same type device was used to complete the procedure without issue. The patient was reported to be hemodynamically stable. The total estimated blood loss before device failure was 1050g and an additional blood loss of, less than or equal to 1000g was lost after device failure. The patient received 8 units of fresh frozen plasma (ffp), 8 units of red blood cells (rbc), and 1 unit of albumin after losing 1500cc of blood. No additional patient consequences were reported. Reviews of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' A definitive cause of the event could not be determined from the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a bakri tamponade balloon catheter was placed transvaginally to treat postpartum hemorrhage secondary to uterine atony. The device was placed immediately after delivery and was not inspected or tested prior to use. The device was handled with or near metal instruments that may have damaged the balloon. The balloon was filled with 500ml of saline and a leak was found at the junction of the syringe and the connector. Another same type device was used to complete the procedure without issue. The patient was reported to be hemodynamically stable. The total estimated blood loss before device failure was 1050g and an additional blood loss of, less than or equal to 1000g was lost after device failure. The patient received 8 units of fresh frozen plasma (ffp), 8 units of red blood cells (rbc), and 1 unit of albumin after losing 1500cc of blood. No additional patient consequences were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Information received 02sep2025 stating the device was not discarded and would be returned: d9: device available for evaluation. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.